Event description:
The customer called for assistance in changing the basal rates. It was found that the customer was hospitalized for dka two days prior to the call. Troubleshooting was performed. The programming on the pump was accurate. A prime test was performed and the insulin exited. It was informed that the customer inserts the set while sitting. The high-pressure test was not performed due to the lack of clamp. The customer already was released from the hosp when they called. It was indicated that the customer has been on a medication for two weeks and their bgs have been very high. The dr believes the medication is the cause for the dka.